Manufacturer narrative:
Additional information was added to d9, h3, and h6. H10: two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The patient line caps were in place on the samples and the caps were not loose. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap (pull ring) of an amia automated pd set has been loose and easily dislodged when opening the packaging. This was observed during setup of training for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.